Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulator (scs) lead had impedances. The patient underwent a scs lead replacement, was doing well postoperatively and the explanted device was disposed by the facility.